Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to other meters. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two weeks prior to contacting lfs. On an unspecified date/time, the patient allegedly obtained a blood glucose result of "200mg/dl" with the onetouch meter; however, according to the csr's documentation, the patient has multiple lfs meters and it is not known which of her lfs meter she obtained the reported result with. The patient's blood glucose results with the three additional non-lfs meters are not specified. The patient claimed she manages her diabetes with insulin (self adjuster); however, the type of insulin is not specified and the patient's testing frequency is not known. Based on the csr's documentation, at an unknown time soon after, the patient administered two units of insulin in response to the reported result (with the onetouch meter) and at an unspecified time later, the patient claimed she became unresponsive. Per csr's notes, the patient's sister administered treatment by giving the patient glucose gel; however, the patient claimed the treatment was unsuccessful (it is not specified if patient symptom continued) and the patient's sister contacted the emergency medical services (ems). It is not known what the patient's blood glucose result was with the ems meter and it is not specified if the patient received any additional treatment by the health care professional. On an unknown date/time, the patient also claimed she obtained blood glucose results of "135mg/dl" with an unspecified lfs meter, "71mg/dl" with a non-lfs meter, and "72mg/dl" with another non-lfs meter. It is not known how much time elapsed between the three readings, however, if the results were taken within 30 minutes from each other based on statistical mythology, the calculated differences of these glucose results exceeds the expected value of <=30 mg/dl. It is not known what action, if any, the patient took in response to the result with the lfs meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on lfs meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.